Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels well and requires no medical attention at this time. The customer's expected blood results are 120-150mg/dl fasting. Verified the strips expired 7/14/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained and 132mg/dl and 127mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: lo. Customer states her trueresult meter produced a "lo" result when running a blood test. Customer states she takes her glucose levels before eating lunch, received a 164mg/dl, followed by the administration of insulin so that she may eat lunch. After eating lunch, she felt symptoms of dizziness and checked her glucose level again and meter read "lo." Customer states she then took her glucose level immediately again and received a 111 mg/dl; she tested again and received a result of 83 mg/dl. Adverse event not reported.